Event description:
During ICD replacement due to normal eri, fluoroscopy revealed externalized conductors. Lead fracture was also noted. No electrical anomalies were present. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead cut at 11.5cm from the connector pin was returned. The partial lead exhibited normal continuity test. No abrasion was found on the portion of the lead. Without return of the entire lead, a complete analysis could not be performed.